Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually and functionally tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues and the reported air ingress could not be reproduced. Many aspiration / injections performed without having air bubbles or leaking through the hemostatic valve of the flexcath steerable sheath. The physician reported that there was a user error during the insertion of the arctic front catheter into the flexcath steerable sheath: the plastic covering that covers the balloon was not removed prior to insertion. This may have been the cause of the reported air ingress during aspiration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a cryoablation procedure, the arctic front catheter was inserted into the flexcath steerable sheath. During aspiration, air was present in the flexcath steerable sheath. No adverse event occurred.